Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in poland using the alinity m system, list 08n53-002, which is also us FDA approved. The following additional MDR has also been submitted with the following suspect product: 3005248192-2023-00321, with suspect product alinity m hr hpv amplification reagent kit list number 09n15-090 lot number 385721.

Event description:
The customer reported a false not detected result on the alinity m hr hpv amp kit. The customer reported a false negative result for hr hpv (09n15) result for the other b target on the alinity m instrument (08n53) with sn (serial number) (B)(6) for sid (sample ID) (B)(6) based on visual examination of pcr curves. Sid (B)(6) was tested on (B)(6) 2023 and (B)(6) 2023 and gave results of "not detected". During the runs, the result for "other a" was not detected due to signal cut-off. In both cases, pcr curves for "other a" target show signal raise around cycle 30. The customer released the result as positive for "other a" due to two consecutive tests showing raise of signal for "other a" target around cycle 30. There was no report of impact to patient management.

Manufacturer narrative:
Corrected h6. This event is no longer reportable against the alinity m system, list number 08n53-002. See MDR 3005248192-2023-00321 for investigation of alinity m hr hpv amp kit (list 09n15-090) lot 385721 for this incident.

Manufacturer narrative:
Corrections updated d4 UDI from (B)(4). Likely cause within the complaint ticket was updated from alinity m system, list number 08n53-002 to alinity m hr hpv amp kit (list 09n15-090) lot 385721 for this incident and was not investigated. See MDR 3005248192-2023-00321 for investigation of alinity m hr hpv amp kit (list 09n15-090) lot 385721 for this incident. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m hr hpv amp kit (list 09n15-090) lot 385721. Customer data review customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. A product deficiency could not be identified from this analysis. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m hr hpv amp kit (list 09n15-090) lot 385721 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m hr hpv amp kit (list 09n15-090) lot 385721 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m hr hpv amp kit (list 09n15-090) lot 385721. A trend violation for list 09n15 was not identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency alinity m hr hpv amp kit (list 09n15-090) lot 385721 was not identified.